Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, there was difficulty experienced while moving the set screw. The device was replaced with a non-sjm pacemaker, and the patient was stable.